Event description:
It was reported that the nurse was getting alarm 14 (patient temperature 1 probe was not detected, or the temperature reading was below of the lower limits of the display range (10°c /50°f) while in a patient control mode (e.g. Control patient, cool patient or rewarm patient)). Nurse stated that they had no other core temperature source available to connect to the device. Nurse tried to connect the temperature sensing foley to the bedside monitor, it also displayed no temperature reading. Nurse would replace the foley or acquire an additional core temperature source. Mss advised if nurse was still having issues with the temperature in cable, nurse could check with biomed to see if they had a spare temperature in cable and could call mss back for assistance.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex temp-sensing catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was getting alarm 14 (patient temperature 1 probe was not detected, or the temperature reading was below of the lower limits of the display range (10°c /50°f) while in a patient control mode (e.g. Control patient, cool patient or rewarm patient)). Nurse stated that they had no other core temperature source available to connect to the device. Nurse tried to connect the temperature sensing foley to the bedside monitor, it also displayed no temperature reading. Nurse would replace the foley or acquire an additional core temperature source. Mss advised if nurse was still having issues with the temperature in cable, nurse could check with biomed to see if they had a spare temperature in cable and could call mss back for assistance.

Event description:
It was reported that the nurse was getting alarm 14 (patient temperature 1 probe was not detected, or the temperature reading was below of the lower limits of the display range (10°c /50°f) while in a patient control mode (e.g. Control patient, cool patient or rewarm patient)). Nurse stated that they had no other core temperature source available to connect to the device. Nurse tried to connect the temperature sensing foley to the bedside monitor, it also displayed no temperature reading. Nurse would replace the foley or acquire an additional core temperature source. Mss advised if nurse was still having issues with the temperature in cable, nurse could check with biomed to see if they had a spare temperature in cable and could call mss back for assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.